Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead. It was determined that oversensing noise was replicated by pocket manipulation. In addition, the lead impedance trend showed a transient increase after the pocket manipulation test. Rv lead damage was highly suspected. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.